Event description:
This event occurred in (B)(6) reported by dr (B)(6), anesthetist to boston medical products inc. (B)(4) distributor, (B)(4) to boston medical products inc. On (B)(6) 2020 patient required esophageal stent placement related to stent placement. Montgomery tube in-situ. Bleeding and mortality directly and temporally related to stent placement. Montgomery tube presence was purely incidental and was not related to death in any way. Related to bmpl by (B)(4), montgomery tube that was in-situ was: ref. 721310; lot no. 091090.